Event description:
It has been reported to philips that the device displayed the error message ¿ application error- appears every few hours ¿ once a day. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.